Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a remote transmission alert for low impedance on the lead. It was thought there could be an insulation problem. The lead remains in use. No patient complications have been reported as a result of this event.